Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transported by emergency medical services (ems) to the local hospital due to low flow alarms. The doctor at the emergency department reported that the pt had ventricular fibrillation, agonal respiration, and developed lividity in the hand. The lvad was alarming and the pt was intubated by medics. The pt was cardioverted and in pulseless electrical activity (pea) with possible stroke. The pt expired on (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.